Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging sinus congestion, nosebleed, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 07, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus congestion, nosebleed, nasal/throat irritation or soreness and water being used too fast related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel, rear panel, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc ack color insert . An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A hairlike substance was observed inside the ui panel . Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. During the heat test, the water level in the known good humidifier was not dropping. Manufacturer could not test the patient's humidifier due to it not being returned. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They did observe dust/dirt contamination in air path, likely from a source external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.